Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the nurse obtained dirty needlestick injury when a previously discarded blood collection set caught up in the plastic wings that are molded into the lid and the exposed needle was protruding from the container. First aid and medical follow-up steps were taken, including hiv, hep b, and hep c testing and referral to infectious diseases. Reported verbatim: it was reported that during a routine venipuncture, the rn disposed of the used blood collection set into a bd sharps collector, portable (ref 303205) container located in the participant¿s room. A previously discarded blood collection set bd safety-lok¿ blood collection set 368652 had been caught up in the plastic wings that are molded into the lid and the exposed needle was protruding from the container. Noting that the safety-lok had not been activated after completing a previous blood draw. As a result, the rn sustained a needlestick injury.

Event description:
It was reported that while using bd vacutainer® safety-lok¿ blood collection set pre-attached holder, the nurse obtained dirty needlestick injury when a previously discarded blood collection set caught up in the plastic wings that are molded into the lid and the exposed needle was protruding from the container. First aid and medical follow-up steps were taken, including hiv, hep b, and hep c testing and referral to infectious diseases. Reported verbatim: it was reported that during a routine venipuncture, the rn disposed of the used blood collection set into a bd sharps collector, portable (ref (B)(4) container located in the participant¿s room. A previously discarded blood collection set bd safety-lok¿ blood collection set 368652 had been caught up in the plastic wings that are molded into the lid and the exposed needle was protruding from the container. Noting that the safety-lok had not been activated after completing a previous blood draw. As a result, the rn sustained a needlestick injury.

Manufacturer narrative:
Investigation summary bd received photos for investigation. The customer's photo provides an example of the IFU and a device in a sharps container; however, it does not show the reported defect. A total of 30 retained samples were visually inspected for sleeve functionality, and all samples passed testing. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: difficult/unable to operate. Based on a review of batch records and investigation results, no root cause from manufacturing was identified as a contributor. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.